Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being performed. Upon receipt of new relevant information, a follow-up report will be submitted.

Event description:
As reported by the affiliate, during implantation, a hakim valve broke leading to csf leakage during the implant procedure and causing a two-hour surgical delay. Another was used to complete the procedure, and no harm to the patient was reported.

Manufacturer narrative:
UDI: (B)(4). Corrected fields: device available for evaluation. It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected fields: concomitant medical products. Additional information: PMA/510k, if follow-up, what type, device evaluated by MFR. The device was returned for evaluation. The position of the cam when the valve was received was 160mmh20. The valve was visually inspected; the silicone housing is damaged around the siphon guard. The root cause for the damage silicone house is probably due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low cut/tear resistance. A review of manufacturing records found that the device conformed to specification when released to stock. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.